Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. There was no indication that the device caused or contributed to an adverse event. It was reported that the remaining insulin reading was showing more than the amount remaining in the cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings:a review of the black box showed a call service 088 watchdog alarm after the last basal delivery. The total daily doses added up correctly and reflected the user's programmed basal rate. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find moisture corrosion to the printed circuit board. No debris was found to the cartridge compartment. The pump performed within specifications. The reported remaining insulin reading complaint was unable to be duplicated.